Manufacturer narrative:
Confirmation testing measured the temperature of the returned ac adapter (p01400054a1) at multiple time points. The results of the investigation indicated the leadcare ii analyzer ac adaptor exhibited temperature exceeding 105°c after 10 minutes. Because exposure to these temperatures may lead to thermal injury, magellan diagnostics, inc. Is reporting this as a potential adverse event. The ac adaptor has been returned to the manufacturer for root cause investigation and a follow up report will be submitted to update the results of the inspection.

Event description:
User reported the ac power adapter was hot to the touch after the leadcare ii analyzer powered on and completed the self test function.